Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object on the tip cover, tip body, insertion tube curved rubber and the insertion tube flexible tube. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.